Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2017. The time is at 4:00 pm. Nature of the treatment is vising a hospital. Blood glucose reading during the hospital visit is 487 mg/dl. The name of the hospital is (B)(6). The hospital contact is (B)(6). Customer healthcare provider said the customer had diabetic ketoacidosis. The customer is still in the hospital. The customer was wearing the pump at the time of the incident. The insulin pump had motor error. Troubleshoot was performed. The drive support cap was normal. The insulin pump passed the displacement test. Customer did not report an e70 alarm. The insulin pump will not be returned for analysis.